Manufacturer narrative:
The reported event of electronics performance indicator (epi) was not confirmed. The device battery voltage was at elective replacement indicator (eri) level upon receipt. Analysis of device image and session records indicated device was within normal range of operation with no abnormal voltage drop before the event date. Further analysis performed found no anomaly contributing to reported epi anomaly. Longevity assessment was performed, and device was at eri with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient condition was unknown. Further information was requested, but not yet available.